Manufacturer narrative:
Additional information was received that the physician believed it was a normal wear and tear due to ipgs old age.

Event description:
A report was received that the patient could not get the stimulation to turn on despite frequently charging the ipg for longer periods of time. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient could not get the stimulation to turn on despite frequently charging the ipg for longer periods of time. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.